Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported that during removal of the device from the port body, the safety mechanism didn't work. There was no reported patient injury. No other information was provided.

Event description:
It was reported that during removal of the device from the port body, the safety mechanism didn't work. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty advancing a safety mechanism over a needle for a safestep infusion set is confirmed and was determined to be use-related. One 22 ga x 0.75 in. Safestep infusion set without a y-site was returned for evaluation. An initial visual observation revealed use residues throughout the returned safestep infusion set. A functional test of attempting to advance the safety mechanism over the needle tip revealed difficulty with advancement. The safety mechanism was then fully advanced over the needle tip. A microscopic observation revealed use residues along the needle shaft distal of the safety mechanism prior to safety advancement. After the needle safety was advanced over the needle tip with some difficulty, a bend in the needle shaft was observed along the middle of the needle. Use residues observed towards the distal end of the needle shaft along with the bend in the middle of the needle are contributing factors for the difficult activation of the safety over the needle tip; therefore, the complaint of difficulty advancing the safety mechanism over the needle is confirmed. This complaint will be recorded for future trending and monitoring purposes.